Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed to use the current pump with a mobile app for interaction and bolus, resorting to multiple daily injections if necessary. The customer received guidance on putting the pump into storage mode and was reminded to return the damaged pump within 10 days. The replacement pump was shipped with updated software, and the caller was advised on necessary configurations, such as programming settings and connecting their continuous glucose monitor to the new pump.